Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen via an implanted pump for intractable spasticity. It was reported that the hcp interrogated the pump today, a warning box popped up saying, "the settings weren't saved." The caller states that in the finished tab, it says pending under the current section. The hcp updated the pump and confirmed there were no alarms in the logs. The caller stated that in the report's beginning of session, it says the patient came in with 5.8ml but there was no other information and instead there were 5 dots in beginning of the session. The hcp was concerned that the patient had not been getting their prescribed dose and when she updates now, the patient may get overdosed. The caller confirmed the patient was not having any symptoms. The hcp did have a previous report confirming the patient's pump had been programmed at the last refill. Technical services reviewed that it must be something related to the programmer. Ts recommended that they access the pump and confirm the volume in the pump was as expected. The hcp would call back if they have any issues.

Manufacturer narrative:
Continuation of d10: product ID a810, serial# unknown: product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp) reporting that actions/interventions included reprogramming the programmer and filling the pump, and that the reservoir volume of the pump was as expected. The cause of the programming issue remains undetermined, but the software "glitch" has not occurred again. The software version at the time of the issue was 2.0.3282.